Event description:
Customer reported false negative reactions in manual gel testing (15 min incubation) with a patient, confirmed to have a passively acquired anti-d due to rhogam, to cell 11 (untreated) of 0.8% panel c lot# vrc184 exp 10/15/2013. Customer reported that repeating the manual gel testing with 30 min incubation also gave negative results. Customer reported initially testing sample against 0.8% screening cells lot# vss573 exp 10/15/13 with the d+ donors yielding acceptable 2+ positive results. Customer confirmed that all reagents and cards used were handled and stored as per the IFU and that the reagent red cells were not hemolyzed. Visual appearance before use was confirmed to be acceptable. All testing described above was performed in the mts anti-igg gel cards. To check the activity of the panel cells, cts guided the customer in concentrating cell 11 to a 3% concentration and testing the donor for the d antigen using the tube method. Customer reported that cell #11 gave a 3+ positive reaction with anti-d antisera (biorad lot# not provided), confirming that the integrity of the d antigen was as expected.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).